Event description:
It was reported that, at a replacement procedure, the patient's health care provider (hcp) was unable to "get the lead properly seated" in the "0 through 7 channel in the front of the battery." Impedance checks showed "bad" readings. The battery was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.